Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model:mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9137110. Common device name: 50cm slimtip implant lead kit, model:mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9168220. Common device name: 50cm slimtip implant lead kit, model:mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9168220.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. As a result, surgical intervention took place on (B)(6) 2024, wherein the entire drg system was explanted to address the issue. It is unknown which lead caused the issue.